Manufacturer narrative:
Correction: health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the events most likely occurred due to the following: 1) the peeling of the lighting lens adhesive most likely occurred due to use stress or external factors. 2) the root cause for the foreign matter attached to the tip was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found discoloration observed in the tip body adhesion of the device. Furthermore, foreign material was found in the air/water nozzle adhesion and the adhesive part of the lightning lens (distal end defects) were observed peeling off. The customer reported issue of "distal tip" abnormal could be confirmed. Furthermore, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors observed. The curved rubber adhesive part is missing. The curved rubber bond found cracked due to external factors. Scratches found on the tip cover due to external factors. Dirt that is difficult to remove found on the tip cover due to handling (insufficient cleaning). Discoloration of the lighting lens adhesion part due to handling is recognized. Scratches found on the operation part due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches found on the switch box due to external factors. Scratches on the operation unit cover due to external factors observed. There are scratches on the up/down (u/d) knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches found on the r/l knob due to external factors. Scratches found on the grip due to external factors. Scratches found on the universal cord due to external factors. Water coverage observed on the electrical connector. Scratches found on the scope connector due to external factors. There are scratches on the (right/left) rl angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of abnormal tip (distal end defects). The issue found during an unknown event. There was no patient harm, no user injury reported due to event reported. Device evaluation found the adhesive part of the lightning lens has come off and foreign matter found in the air/water nozzle adhesion. This report is being submitted for adhesive part of the lightning lens has come off (distal end defects) and foreign matter found in the air/water nozzle adhesion (handling/reprocessing issue ).